Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, they connected the device to the reload, then the surgeon tried to fire the device, however could not. Replaced by new reload, and connected to the same instrument, however the same event occurred. Replaced by another new reload with a different lot no. And connected to the same instrument, and the firing was successful. The surgical time was extended by less than 30 min.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both loading units were received with the interlocks engaged and the knife blades secured inside the interlock. The loading units were reset and loaded into a test unit. The device and loading units were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. If information is provided in the future, a supplemental report will be issued.